Manufacturer narrative:
Additional email: (B)(6); additional phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation was received on (B)(6). 2022. With lot number 2579510. Visual analysis of the returned device identified: opening, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Physician reported a left side rupture. The device has been explanted.